Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 26413 was reviewed. No defects, reworks, or ncs related to the product complaint were found. Additional information was requested, and the following was obtained: was the IV hydration therapy due to the linx device or linx procedure? Was the IV hydration therapy due to a condition that was not associated with the linx? Answer: clarification was received on IV hydration therapy. It was confirmed that the IV therapy was associated with the linx device. File will be update to FDA reportable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Event details: visit: post-surgical follow up. Since you last completed a study visit, did you seek medical treatment related to gerd or linx device?: yes. Reason the subject sought medical attention: difficulty swallowing: yes. Painful swallowing: yes. Continuation of worsening of gerd symptoms: yes, other troublesome symptom that may be related to the linx device and/or linx procedure: yes.